Event description:
It was reported that during the surgery, the device was abnormally loose. There is clicking sound with ceramic head after implantation. Then the device was removed and another device was used to complete the surgery. The surgery was delayed for about thirty minutes. The patient is currently stable.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional narrative: h3, h6: a manufacturing record evaluation was performed for the finished device product description: self cent hip 43x28 gry cem product code: 103543000 lot: m1479w, and no non-conformance's nor manufacturing irregularities were identified. The product was not returned to depuy synthes, however photos were received for review. The photograph was reviewed, however it does not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. A manufacturing record evaluation was performed for the finished device product description: self cent hip 43x28 gry cem product code: 103543000 lot: m1479w, and no non-conformance's nor manufacturing irregularities were identified. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photograph provided is not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: loose issue. It was reported that during the surgery, the device was abnormally loose. There is clicking sound with ceramic head after implantation. Then the device was removed and another device was used to complete the surgery. The surgery was delayed for about 30 minutes. The patient is stable currently. The product was not returned to depuy synthes, however photos were provided for review. The photograph attached was reviewed, however does not represent the reported complaint. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. A manufacturing record evaluation was performed for the finished device product description: self cent hip 43x28 gry cem product code: 103543000 lot number: m1479w, and no non-conformances nor manufacturing irregularities were identified. As the device was not returned, and as-received condition could not be assessed, a dimensional inspection and document/specification review were not completed. The overall complaint was not confirmed as the photograph provided is not representative of the reported complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: self cent hip 43x28 gry cem product code: 103543000 lot number: m1479w, and no non-conformances nor manufacturing irregularities were identified. Device history review: a manufacturing record evaluation was performed for the finished device product description: self cent hip 43x28 gry cem product code: 103543000 lot number: m1479w, and no non-conformances nor manufacturing irregularities were identified. Added: d10 corrected: h6 health effect clinical code.